Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that their battery died and now the display will not return with a new battery. The customer stated the contacts on the battery cap were neither missing nor damaged. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.